Event description:
It was reported that on (B)(6) 2015, the patient¿s started to have tremor in their hands. No troubleshooting was done and the cause of the event was not determined. The patient was reprogrammed on (B)(6) 2015 and a parameter was adjusted. The patient¿s symptoms had improved after reprogramming and they were now good.

Manufacturer narrative:
(B)(4).